Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered when the patient was doing a pd treatment. The patient reported getting a volume error alarm in fill 4 of 6. The patient pressed ok and rebooted but the warnings reoccurred. The patient also got air detected in cassette warnings in drain 3 of 6. The alarm was encountered multiple times. When patient removed the cassette during treatment complete, the patient discovered fluid in the pump module area. There was no fluid on the external part of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. In a follow up, the patient reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient has received a new cycler the next day,which is working well and patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return to manufacturer for analysis.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indication of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During the treatment setup the pump a motor was grinding during bag detection. The treatment continued and an (as-received) simulated treatment with reduced dwell times was performed and completed. No fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The internal inspection of the cycler showed that there was fluid in the hp3 and hp1 filters of the pump assembly. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Fluid in the hp filters is a related to the reported symptom code - air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered when the patient was doing a pd treatment. The patient reported getting a volume error alarm in fill 4 of 6. The patient pressed ok and rebooted but the warnings reoccurred. The patient also got air detected in cassette warnings in drain 3 of 6. The alarm was encountered multiple times. When patient removed the cassette during treatment complete, the patient discovered fluid in the pump module area. There was no fluid on the external part of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. In a follow up, the patient reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient has received a new cycler the next day,which is working well and patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return to manufacturer for analysis.